Manufacturer narrative:
Zimmer biomet complaint (B)(4). Date of event: the event occurred sometime in (B)(6) 2022. Medical product: unknown. Therapy date: unknown. The device is not expected to be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is complete, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the patient had an allergic reaction to the 72r electrodes. The patient wears the electrodes on their lumbar. The patient developed red and irritated skin with blisters but no swelling. The electrodes triggered an allergy from the electrodes. The patient changes the electrodes every twelve hours and rotated the position. The patient keeps the area clean and only uses paper towels moistened with water on the lumbar area. The patient does normally have sensitive skin and is allergic to latex. In addition the patient has seasonal allergies on rainy days and winters. The patient does not use body lotion but does take toprol xl 50mg, besylate 5mg and candesartan hct 32/25 mg for high blood pressure. It was later reported the patient spoke to their doctor who recommended to discontinue the device until the skin heals. The doctor prescribed a benadryl spray for the patient. It was reported that no further information is available.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). Date of event: the event occurred sometime in (B)(6) 2022. Medical product: unknown. Therapy date: unknown. The device is not expected to be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is complete, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the patient had an allergic reaction to the 72r electrodes. The patient wears the electrodes on their lumbar. The patient developed red and irritated skin with blisters but no swelling. The electrodes triggered an allergy from the electrodes. The patient changes the electrodes every twelve hours and rotated the position. The patient keeps the area clean and only uses paper towels moistened with water on the lumbar area. The patient does normally have sensitive skin and is allergic to latex. In addition the patient has seasonal allergies on rainy days and winters. The patient does not use body lotion but does take toprol xl 50mg, besylate 5mg and candesartan hct 32/25 mg for high blood pressure. It was later reported the patient spoke to their doctor who recommended to discontinue the device until the skin heals. The doctor prescribed a benadryl spray for the patient. It was reported that no further information is available.

Manufacturer narrative:
Corrections in b4: date of the report, b5: event description, d3: manufacturer g1: contact office, g6: type of report, h2, h8 and h3. Additional information in h4: device manufacture date, h6: component, investigation type, findings, and conclusions and h10: additional narrative. This follow-up report is being submitted to relay additional and corrected information. The device was not returned to highridge medical for evaluation. The reported event was unable to be confirmed due to limited information received from the customer. The device history record was reviewed, and no discrepancies related to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Highridge medical will continue to monitor for trend.

Event description:
It was reported that the patient had an allergic reaction to the 72r electrodes. The patient wears the electrodes on their lumbar. The patient developed red and irritated skin with blisters but no swelling. The electrodes triggered an allergy from the electrodes. The patient changes the electrodes every twelve hours and rotated the position. The patient keeps the area clean and only uses paper towels moistened with water on the lumbar area. The patient does normally have sensitive skin and is allergic to latex. In addition the patient has seasonal allergies on rainy days and winters. The patient does not use body lotion but does take toprol xl 50mg, besylate 5mg and candesartan hct 32/25 mg for high blood pressure. It was later reported the patient spoke to their doctor who recommended to discontinue the device until the skin heals. The doctor prescribed a benadryl spray for the patient. It was reported that no further information is available. No additional patient consequences have been reported. The patient did not return 72r electrodes for further evaluation.